Manufacturer narrative:
(B)(4).

Event description:
The consumer reported not being able to urinate; they had been declining in their ability to urinate since (B)(6) 2015. Settings and programs were changed, noting program 3 was the best. Program 1 was tried again and it seemed to help after a couple of days, but then the patient lost control of symptoms again. It was confirmed that the device was on. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.